Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that footswitch issues were experienced during a surgical procedure. The surgery was completed with the same system and accessories. There was no harm to the patient. Additional information has been requested.